Event description:
It was reported through a journal article that approximately 5 years post implantation of a total knee arthroplasty with a 25 mm defect grafted tibial plateau developed resorption of the graft and impingement of the metallic screw used for graft fixation. There was also a noted change in the tibial component position identified on x-rays. No other clinical signs or symptoms reports. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown tibial component, unknown articular surface, unknown screw. G2: event occurred in iran. G2: literature citation: shahcheraghi, g. H., javid, m., tavakoli, a. (2024). Knee arthroplasty without metal augmentations in patients with major tibial defects: a retrospective study. Iranian journal of medical sciences, 49 (11), 707-715. H6: proposed component code: mechanical (g04) - femur. The reported event could not be confirmed with the information provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records could not be performed as device identification was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.